Event description:
During surgery, lap became separated from sponge. Surgery tech checked remaining sponges on sterile field; charge nurse and circulating nurse observed as surgery tech was able to easily pull another from a different sponge.